Event description:
Boston scientific received information that during a follow up high out of range shock impedances were noted on this right ventricular lead. A synchronous shock was going to be performed to verify the true values of the shock impedances. The last shock impedances measurements was noted to be within normal range. A review of the save to disk by technical services noted atr episodes which showed farfield oversensing of ventricular pace (vp) and not a true atrial arrhythmia. There were changes in all lead measurements but none were out of range. Technical services discussed possible changes in medication or patient status during this timeframe. Technical services also discussed that a slightly higher values observed with the shock impedances was not outside the norm for a single coil system. Technical services also discussed performing a commanded shock test if the shocking impedances continue to increase. No adverse patient effects were reported.

Manufacturer narrative:
The most updated information noted that a 6 joule synchronous shock was performed and shock impedance values appeared to be within normal range. Normal follow ups will be performed.

Manufacturer narrative:
The most updated information noted that a 6 joulesynchronous shock was performed and shock impedance values appeared to be within normal range. Normal follow ups will be performed.

Event description:
Boston scientific received information that during a follow up high out of range shock impedances were noted on this right ventricular lead. A synchronous shock was going to be performed to verify the true values of the shock impedances. The last shock impedances measurements was noted to be within normal range. A review of the save to disk by technical services noted atr episodes which showed farfield oversensing of ventricular pace (vp) and not a true atrial arhythmia. There were changes in all lead measurements but none were out of range. Technical services discussed possible changes in medication or patient status during this timeframe. Technical services also discussed that a slightly higher values observed with the shock impedances was not outside the norm for a single coil system. Technical services also discussed performing a commanded shock test if the shocking impedances continue to increase. No adverse patient effects were reported.